Event description:
A talent stent graft system was implanted in a pt for the emergent treatment of a symptomatic large dissection with a bovine arch. Vessel morphology was not reported, however there was another MFR's stent graft implanted three yrs ago. It was reported that there were two talent taa devices emergently implanted for treatment of another MFR's stent graft that had a proximal type I endoleak and a dissection. The talent grafts had a good seal at the time of the final angiogram. It was reported that later that night the pt had an open repair for an unk reason. The pt later expired from brain death. It is unk if an autopsy was performed. (MFR report# 2953200-2010-01907). No further info has been provided.

Manufacturer narrative:
(B)(4). Eval, results: death. Results/conclusions: emergent aortic dissection. Device was used for treatment of an emergent aortic dissection.